Event description:
It was reported that during an unk procedure, the staples were malformed and the tissue could not be sewed. The surgeon used hand sewing to complete the procedure. There were no adverse consequences for the pt. The device and the reload were discarded as the pt had (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable, device was not returned for eval. Eval summary: as a lot number was not received, a device history review could not be performed. Device not returned.